Manufacturer narrative:
Concomitant medical devices: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
The patient was currently receiving compounded baclofen and morphine via their implanted intrathecal pump. Drug concentration, dose rate, and drug lot number information was unknown. The indication for use regarding the pump was intractable spasticity and head/brain injury. The patient was noted as also having a medtronic pace maker. As per a consumer the patient was in withdrawal; date of event was "(B)(6) 2015". Five weeks ago from (B)(6) 2015 a healthcare provider (hcp) refilled the pump. The pump was working slowly so the patient could manage it with oral baclofen and morphine. As of (B)(6) 2015, the patient now cannot manage with the oral drugs because the pump was not working. Additional information was requested regarding the following: the dose and concentration of both baclofen and morphine administered at the time of the event, drug lot number of baclofen, other medications the patient was taking at the time of the event, pertinent medical history, and event resolution / patient's outcome. Additional information was received from the physician's office indicating that the compounded baclofen lot number was n00163303. The pump delivered compounded baclofen (1000 mcg/ml; daily dose: "399.7") and morphine intrathecal (10 mg/ml; daily dose: "3.997"). The start dates for both intrathecal medications was unknown, but the therapy was ongoing. The patient's symptoms (withdrawal) began 3-4 weeks prior to the pump refill. The withdrawal had resolved. The patient's symptoms (withdrawal) began 3-4 weeks prior to the pump refill. The withdrawal had resolved. The patient's current medications were as follows: alprazolam (25 mg; one tablet/day, at bedtime), atenolol (25 mg; one tablet daily), phenytoin sodium extended (100 mg; 1 capsule orally, 3x/day), baclofen oral (10 mg; one tablet every 10 hours, prn, muscles), pantoprazole sodium (40 mg; once daily), baclofen oral (10 mg; orally, every 6-8 hours, prn, muscle spasms; stop date: (B)(6) 2015), atorvastatin calcium (20 mg; one tablet daily), aspirin (325 mg; one tablet daily), clopidogrel (75 mg; once daily), vicodin hp (10 mg-300 mg; oral, every 12-24 hours as needed; stop date (B)(6) 2015). The patient had an allergy to tape. The patient's medical history included a pacemaker for bradycardia, uterine/ovarian cancer with radiation, irregular heartbeat, seizure disorder, cerebral palsy, multiple sclerosis, and gerd. The patient had a surgical history of an anterior cervical fusion of c3-6 on an unknown date, cholecystectomy and umbilical hernia repairs as an infant. The patient also had a cardiac stent placed on (B)(6) 2015.